Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that the "bilational" pt has suffered extreme pain in his hips, causing difficulty ambulating and sleeping. Pt was revised to address persistant pain and elevated cocr levels.